Event description:
It was reported that the right atrial (ra) lead was dislodged. Moreover, at the start of the procedure it was noted that the lead was not capturing. A system extraction was done. No additional adverse patient effects were reported.